Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a clogged water/air channel during reprocessing. No patient harm was associated with this event. The device was returned to olympus and the customer¿s allegation was confirmed. Foreign material was found in the jet channel, on the free-engage knob, up/down knob, a switch box unit, and under the 2nd bending section cover rubber adhesive. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: the universal cord was leaking, insertion part of the connecting tube insulation was too low, insertion part of the distal end cover insulation low, insertion part of the distal end cover had a sharp edge, insertion part of the distal end cover pin had a gap, insertion part bending section cover rubber glue was separated, control units air /water nut had painting peel off, control units suction cylinder nut had painting peel off, switch section switch box unit was discolored, control unit angulation was not to specifications, control unit angulation had play, insertion part of the distal end air/water channel was not to specification, and the insertion part of the nozzle had insufficient water removal. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.